Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient did not remember if a cause was determined. They stated they put the paddle directly on top of the battery, and it will usually start beeping at them saying "can't find the device, even though it says "excellent". They have to sit there for up to 3 hours to get it charged, and they still have the back pain. The issue was not resolved. The company sent them a new paddle and device to plug the paddle into.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they have not been able to get the controller to charge for the past 6-8 months. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powers on. Patient put the battery back into the controller and confirmed the green light on the controller is blinking. Pt will charge the controller and call back to walk through recharging the implant. Patient mentioned they have a pacemaker and will be having an MRI next week. Pt stated that before that they were having issues recharging. Pt stated they would have recharging excellent quality then they would lose the recharge connection without moving. Pt mentioned they have shaky hands. Agent had to call the pt back to confirm managing hcp. Pt stated they did not have one. Additional information was received from patient the factors that led to the issues charging the implant was due to the battery seeming to have moved around more than when they had it first implanted. They reported the issue has not been resolved as the new recharger they received sometimes doesn't work to recharge the implantable neurostimulator (ins).